Event description:
It was reported that a device was used during a low anterior resection. When the surgeon fired the device he did not hear the audible crunch. Upon releasing the device, the surgeon noticed that there was an incomplete anastomosis. Or time was extended by one hour. There were no other patient consequences.